Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. It was noted the longevity was not performed because the device was never implanted.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion, along with a grey longevity estimate bar during a pre-operative device check. The device was interrogated one week later, which again showed a grey longevity bar and unexpected battery longevity. The ipg was not implanted. There was no patient involvement.